Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Eight (8) devices were received for evaluation; eight (8) events were confirmed during testing. Six (6) devices were found to be affected by corrosion of internal components. One (1) device was found to be affected by corrosion and worn components. One (1) device was found to be affected by a trigger catch. Two (2) devices are available for evaluation but have not yet been evaluated.   There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 10 </noe> malfunction events in which the device ran on. Nine (9) reported events had no patient involvement; no patient impact. One (1) reported event had patient involvement; no patient impact.